Event description:
It was reported the left ventricular lead was replaced at the time of the generator replacement. Follow-up has been requested for the reasoning behind this lead replacement. The decision to report was determined based on information that was available at the time of decision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular lead was replaced at the time of the generator replacement. Follow-up has been requested for the reasoning behind this lead replacement. The decision to report was determined based on information that was available at the time of decision. It was further reported that the lead had high thresholds. No patient complications were reported as a result of this event.